Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient was seen for medical attention with complaints of pain, redness and reduced vision in the right (od) eye. The patient was diagnosed with an acute infectious corneal ulcer and prescribed besivance and polysporin. The incident fully resolved with no permanent conditions, however medication was prescribed to prevent or preclude permanent impairment of the eye function or structure.